Event description:
It was reported to baxter (B)(4) sales rep on (B)(6) 2014 from a surgeon about a possible embolism during abdominal surgery (possible diep - deep inferior epigastric perforators) in which tisseel/artiss spray set was used. No further case information provided. Additional case information received on (B)(6) 2014: the case is from the netherlands and was forwarded by a baxter sales rep. He already contacted the reporter (could not provide more information) and the surgeon is currently on vacation. No further information received.

Manufacturer narrative:
(B)(4). Baxter medical assessment: it has been reported that artiss has been used in a diep breast reconstruction procedure (deep inferior epigastric perforators) and applied as spray potentially using the easyspray pressure regulator and the tisseel/artiss spray set (yet not confirmed). During the spray application the patient experienced a gas embolism of an unknown severity. Given the lack of any meaningful clinical information, an assessment of the causal relationship, to the use of the gas regulator system cannot be provided. Further clarification for the following clinical information has been requested. Upon receipt of the respective clinical details a causality assessment will be provided. Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter medical assessment: as opposed to the initial report, the patients undergoing a diep (deep inferior epigastric perforators) procedure have experienced a thrombo-embolic lung embolism, not as initially reported a gas embolism. The thromboembolic events have been diagnosed and confirmed with computed tomographic angiography (cta) of the lung. The spraying distance was according to reporter 20 cm. At this distance, even the use of the maximum output pressure of the easyspray device is not exceeding the peripheral venous pressure. Based on study no: lt013r.01 (B)(6) 2014, at an output pressure of 3.0bar (worst-case scenario), at 12 cm distance of the spray tip to the application surface the tissue surface pressure (upper tolerance limit) does not exceed 1.0 mmhg, while the peripheral venous pressure in the thoracic vena cava is 5-6 mmhg. In addition the deep inferior epigastric perforator venae are typically paired, and often join to a common vessel at their draining point on the external iliac. These veins have a peripheral venous pressure in excess of 15 mmhg. This would make a gas embolism at this anatomical level, with the patient in a prone position impossible. Perioperative lung embolism occurs most likely in the obese patient population with an increased bmi and as a result of longer patient immobilization and long lasting surgical procedures without adequate antithrombotic therapy. This is why the reported cases of lung embolism are unlikely associated with the use of the fibrin sealant spray application (easyspray and tisseel/artiss spray set). This complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter to retrieve additional clinical details. No response was received. Baxter vienna completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review could not be performed as the batch number was unknown. No trend was identified. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This case will be kept on file for trending purposes.

Event description:
Additional information received on (B)(6) 2014: the reporter experienced lung embolisms (there was no air embolism), artiss, 2 x 4cc was used in the cases. Event: the surgery was a bilateral diep reconstruction. Patient was in back position. The reporter did not dry the surface before spraying. Spraying was done at 20 cm from the surface. Pressure is unknown. Artiss application was completed when the lung embolism was identified. The lung embolism was diagnosed by cta. Instructions were not consulted before use. Source for instructions is educational material/quick reference guide/basis brochure or hands on training. To prevent further lung embolism he stopped using artiss. It is unknown whether the institution received the 2013 dhpc regarding air/gas embolism. The institution received training by the baxter sales rep for the use of artiss with spray applicator. Baxter website for hcp education about use of artiss with applicator is unknown. As the reporter did not dry the surface before spraying, the baxter representative re-trained the doctor. Concomitant treatment: corset. Causality: the reporter stopped using artiss and went back to more classical technique, although his confidence in artiss is not altered. Whether artiss caused the lung embolism is unknown to the reporter. Other causal factors could be: the surgery (diep) lasts for 12-13h or the use of a corset. + very high bmi and hormonal treatment for patient 1. Patient details: patient 1: (B)(6). Dob: (B)(6) 1975; female; bmi (B)(6); 168cm. Bilateral diep reconstruction. 2x 4ml artiss. Surgery date: (B)(6) 2013. Surgery time: 9.06-22.13 (h). Hormonal treatment.